Event description:
According to the reporter, laparoscopic sleeve gastrectomy, two devices was used. The device did not seal the epiploic curvature. Bleeding of more than 500cc post procedure was reported and patient was admitted to intensive care unit. The device was reported that the gray plastic cable that connects the axis of opening with the jaws was bald and had a loose filaments. Blood transfusion and reoperation few hours after surgery was initiated to resolve bleeding. Blood loss was noted on the stomach curvature previously sealed by the device.

Manufacturer narrative:
Additional information: b2(changed to intervention required), b5, d10, g4, h3, h6 h6 patient codes: c64343- ( blood "transfusion" & reoperation ) h3 evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found eschar in and around the jaws and the handle was latched. The reported condition was not confirmed. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer¿s complaint. All seal cycles were completed satisfactorily. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The instructions for use (IFU) also states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, two devices was used. One device did not seal the epiploic curvature. Bleeding of more than 500cc post procedure was reported and patient was admitted to intensive care unit. The other device, reported that the grey plastic cable that connects the axis of opening with the jaws was bald and had a loose filaments.